Event description:
A surgeon reports that a pt has been experiencing a visual distortion described as a "black moon" in their temporal field of vision following intraocular lens implant surgery. A lens exchange was performed two months later with good results.